Event description:
The manufacturer received an allegation about a device did not meet acceptance criteria of evaluation process due to critical errors. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device was scrapped.